Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of the shaft to have a large section with damage to the black insulation, approximately 3.75 inches above the instrument's snake wrist. The insulation has a 1.7 inch by .170 inch section missing, exposing the metal shaft below. The edges of the damaged section are rough. Engineering concluded that damage was likely due to mishandling and or misuse. No other damage was found.

Event description:
It was reported that during a da vinci si thyroid lobectomy procedure the 5mm maryland dissector instrument became jittery when articulating. The instrument was removed and found to have tube insulation peeling away with fragments having fell into the patient. The instrument fragments were retrieved and the procedure was completed with a replacement instrument of the same type. No patient harm, injury or adverse outcome was reported.